Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it was reported that the foot could not be closed as it was caught with the suture of the first device which likely led to the reported device entrapment. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair procedure. The first suture was successfully pre-placed without issues. Reportedly, with the second device, the foot could not be retracted and felt as if it was caught on something. Attempts to close the foot were unsuccessful, therefore, a surgical cutdown was performed. Hemostasis was achieved via surgery. It was concluded that the foot of the second device was caught with the suture from the first device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.